Event description:
The pt experienced a lack of response to therapy - severe refractory gastroparesis, he continued to have nausea and vomiting requiring hospitalization. The pt was referred for gastrectomy and device removal. Pt died 12 days after surgery. Cause of death was reported as electrolyte imbalance due to diabetic keto acidosis, due to diabetes mellitus.

Manufacturer narrative:
Device analysis showed the generator was functionally ok. Both lead were ok but cut through (explant damage suspected).